Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board (acb) was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.